Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, patient had the sling explanted becuase it caused severe vaginal infections, vaginal discharge and odor, vaginal pain, chronic vaginal bleeding, permanent damage to the vaginal tissue, painful intercourse, and hematuria. Patient's incontinece increased after the sling was explanted. Patient had two protegen slings. The first protegen was implanted in 1997 and explanted one month later, during which time the patient had to undergo a urethral dilation and bladder biopsy. While patient's second protegen was implanted, patient had to undergo a phylogram with tornograms in 02/98 and a renal ultrasound in 03/98. Subsequent to the protegen's explant, patient had to undergo pelvic CT's in 12/99 and 4/00, a uroscopy in 02/00, a cysterectomy in 03/00, a kub in 04/2000, a renal ultrasound in 06/00, and finally a removal of the bladder and part of vagina and diversion of urine to the abdomen with an intestinal conduit. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.